Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 8.5mm medullary reamer head (part #: 352.085, lot #: 2100486) was received at us cq. Upon the visual inspection of the complaint device, it showed the instrument broke towards the proximal end where it interfaces with the reamer. The embedded piece cannot be confirmed as there were no photos/x-rays provided . No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes, but the embedded device allegation could not be confirmed as no images were provided. Investigation conclusion: the complaint condition is confirmed as the reamer head was broken at its proximal end. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 352.085, synthes lot number: 2100486, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: july 06, 2004. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the 5.mm flexible shaft and the 8.5mm medullary reamer head were broken in the patient. The majority of the pieces were retrieved, however, there were one to two pieces that were still locked in the patient. The procedure was completed successfully with no surgical delay. The patient outcome was successful. This report is for one (1) 8.5mm medullary reamer head. This is report 2 of 2 for (B)(4).